Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had a ¿severe event¿ which resulted in in-patient or prolonged hospitalization. The pump was used to deliver dilaudud, bupivacaine and baclofen. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the patient was hospitalized for something that was unrelated to the device, infusion drug or procedure.